Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the procedure, when the catheter was removed from the introducer for replacement and the introducer was flushed from the side port, air was aspirated into the device. The hemostasis valve was closed and negative pressure was applied again, and the issue was resolved. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.